Manufacturer narrative:
Block b3: exact date unknown, the lead likely migrated one week before the aware date.block d.2b; additional applicable product codes: qrb.

Event description:
It was reported that medical imaging confirmed migration of the spinal cord stimulation (scs) lead from the epidural space, resulting in inadequate stimulation and patient pain. Consequently, the lead was replaced, and the implantable pulse generator (ipg) was also electively replaced to mitigate the risk of infection. No adverse patient effects were reported following the procedure. The explanted device will not be returned for analysis, as it was discarded by the medical facility.